Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report of a check patient line alarm was not confirmed and the cause was not identified because the sample was not returned for evaluation and the patient did not describe any type of use error that might have caused the alarm. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm; which occurred on the homechoice (hc) during use, during drain 1 of 4. The hp stated they could see air in the patient line. The tsr recommended the hp start over with new supplies. During a follow-up on (B)(6) 2011, the peritoneal dialysis registered nurse (pd rn) was contacted regarding the reported problem. The pd rn stated that the hp's therapy has been going well overall, since they have not received a call recently. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.